Manufacturer narrative:
The reliability analysis inspected 2 opened and or used sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part was not found. Both sensors are missing insertion needles. Unable to confirm customer received sensor in said condition due to customer returning sensor opened and or used.

Event description:
The customer reported via phone call of issues with their sensor and serter. The customer states that when the sensor was inserted into the serter and pulled off, the needle hub was inside the inserter and it detached from the sensor in the pedestal. The customer's blood glucose level at the time of incident was 114mg/dl. The customer states the sensor base remains on the pedestal when serter was pulled away from the pedestal. The customer was advised the sensor would be replaced and returned for analysis.